Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that during the extracorporeal circulation (ecc) two separate cases were occurred with the abnormal pressure values. In both cases, the post oxygenator pressure (p2) was abnormally low, particularly with the hahnenbank line open. On (B)(6) 2025, after cannulation, p2 values dropped significantly. Despite replacing the entire pressure measurement system (transducer, protector, three-way stopcock), the issue persisted. However, flow and clinical indicators were normal, so ecc continued. This event will be investigated in this complaint. On (B)(6) 2025, same issue re-occurred with second oxygenator. This time, customer changed the heart-lung machine with a terumo system and pressures normalized. This second event will be investigated on complaint onetrack # (B)(4). For both cases, there were no failures detected during the priming before treatment. No harm to any person was reported. Since the failure was occurred during treatment, and entire pressure measurement system changed / hlm machine change was required during patient use, the complaint is reportable. Complaint #(B)(4).

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that during the extracorporeal circulation (ecc) two separate cases had occurred with the abnormal pressure values. In both cases, the post oxygenator pressure (p2) was abnormally low, particularly with the hahnenbank line open. On (B)(6) 2025, after cannulation, p2 values dropped significantly. Despite replacing the entire pressure measurement system (transducer, protector, three-way stopcock), the issue persisted. However, flow and clinical indicators were normal, so ecc continued. This event will be investigated in this complaint. On (B)(6) 2025, same issue re-occurred with second oxygenator. This time, customer changed the heart-lung machine with a terumo system and pressures normalized. This second event will be investigated on complaint onetrack # (B)(4)(mfg report number: 8010762-2025-0000347). For both cases, there were no failures detected during the priming before treatment. Sample investigation could not be performed since the product was discarded by customer. Based on the investigation results, neither an exact cause of the reported failure could be determined nor a product related influences could be confirmed. A medical consultation was performed by getinge medical affairs on 2025-08-25 with following conclusion, including summary of provided protocol by customer: central cannulation was performed with a 22 fr arterial cannula, and the set was later disposed of, so no sample was available. After cannulation, the post-oxygenator pressure (p2) dropped significantly and was abnormally low when the hahnenbank line was open. The entire pressure measurement system, including the transducer, protector, and three-way stopcock, was replaced, but the issue persisted. Despite this, flow and clinical indicators remained normal, so ecc was continued. There had been no failures detected during priming before treatment, and no harm to any person was reported. When the tap bank was closed, pressure values were completely normal. Since the pressure loss was isolated and had no consequences, perfusion was continued. Afterwards, the hlm disposable set was rinsed and inspected, and no defects, thrombi, or deposits were found. The exact configuration of the extracorporeal circuit cannot be determined from the communication, though the construction and parameter measurement are assumed to be appropriate for the institution¿s clinical requirements. Unrecognized changes in tubing caliber, stopcock bore size, or tubing length may have influenced the observed event. According to poiseuille¿s law, tubing length has a direct effect on delta p, but small increases or decreases in radius or caliber have a much greater effect to the fourth power. Minor changes in the internal diameter of a stopcock or tubing, compared to previous sets, may have affected the delta p reported by the customer. The accessory products used by the customer are unknown, and since the product was disposed of investigation could not be performed, and therefore no reasonable root cause could be proposed. Besides, it appears from the complaint narrative as well as from the protocol document submitted to getinge from the customer the following possibilities were ruled out by the customer as potential root causes: defective transducer or monitoring hardware. The entire pressure measurement system (including the transducer) was replaced during the procedure without improvement, making a defective transducer unlikely. Normalization after switching to terumo system further rules this out. Residual air or compliance in the pressure line. While air or compliance can dampen pressure signals, this was addressed by replacing the pressure monitoring setup. Persisting low p2 after these measures makes this explanation improbable. Incorrect zeroing or leveling. Priming and zeroing were confirmed as correct before initiation of ecc, reducing the likelihood of setup error. Circuit obstruction (clot, thrombus). No deposits or thrombi were observed in the rinsed circuit of one case, act values were therapeutic (>400 sec), and flow remained stable, making obstruction unlikely. Patient-related hemodynamic factors. There was no evidence of systemic pressure instability or reduced flow to suggest a patient-induced cause but may have had an impact on the pre-oxygenator (p1) pressure as well. As the p1 was reported as within normal limits, this may also be ruled out. Last, the customer mentioned that the product appeared to perform as expected. As such, no diminution in product performance (e.g., blood flow, gas exchange, ect.) Can be advanced in either of these complaints. Besides of the above, a device history record review could not be performed as the lot number of the finished product was not provided by the customer. However, according to basic operation procedures for production, all oxygenators are checked for pressure, leakage, and similar failures during production and are scrapped in case of any failure. In a two-year trend search (the shelf life of the product), no direct complaint record related to a decrease of p2 with the hahnenbank line open was found. Therefore, the two reported complaints may be considered a single case, as they were both received from the same customer. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.